Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within six minutes of treatment with an ak 96 machine, the patient ¿appeared hypotensive¿ with a fluid removal of 4 kg. The ultrafiltration volume was set at 3300 ml and the dialysate flow set to 500ml/min, to reach a target weight of 67 kg. At completion of four hours of treatment. No alarm was generated at the time of the event, however the machine generated an alarm ¿p sdt 048 002¿ during priming. It was further reported a leak from the connector was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a hospital technician. Upon visual inspection it was found that the bypass silicone connector was disengaged which led to a fluid leakage and excessive fluid removal. The reported condition was verified. The silicone connector was replaced and reconnected, and the device was returned back to service with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.